Event description:
It was reported that during an oral surgery procedure at the user facility, the core impaction drill was overheating. There was no medical intervention needed, and no adverse consequences were alleged with this event. The procedure was completed with a clinically insignificant delay using the same device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.